Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'doesn't recognize closed door' which was reproduced. A review of the event history log identified the reported issue as "shut door - power off". The reported condition was verified. The cause was determined to be too tight hooks. The hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not recognize a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.